Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Please note: the customer reports that the subject device model number is unknown. Therefore, a representative device has been selected for this MDR.

Event description:
It was reported that during a cystoscopy with urethral dilation and transurethral incision of the bladder neck with mucosal realignment (tuimtr) procedure, the tip of the resectoscope sheath broke off and fell into the patient's bladder. An attempt to retrieve the tip was first made using flexible graspers; however, it became lodged in the bladder neck. The tip was finally retrieved using a triangle shaped basket. After removal of the tip, a cystoscope was used to confirm that there were no foreign bodies remaining, nor injury to the mucosa. The event caused an approximate one-hour procedural delay while the patient was under anesthesia. However, the procedure was completed, and the patient was extubated with no issue and transferred to the post-anesthesia care unit (pacu) in excellent condition.